Event description:
Customer reported low blood glucose symptoms with result of 42 mg/dl; she self-treated with an orange. Customer tested 91 mg/dl within 5 minutes of the result of 42 mg/dl. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.